Event description:
The customer was complaining of multiple effluent scale (incorrect weight change detected) alarms and the machine was displaying negative value for actual pt weight removed. Twenty-seven hours into a treatment, they noticed that the actual pt fluid removal rate was decreasing from a set value of 270ml to 265ml from 05:00 p.m. To 06:00 p.m., to 37ml from 06:00 p.m. To 07:00 p.m. And then -198ml from 07:00 p.m. To 08:00 p.m. During the last two hours, the machine generated numerous "effluent scale (incorrect weight change detected)" alarms that continued to occur despite the nurses troubleshooting efforts. When the actual pt weight removal value became negative, the staff became concerned and rinsed back the pt's blood. Pt was then placed on another prisma machine and continued her treatment without further incidents.